Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call the insulin pump alarmed motor error. The customer's blood glucose level was 50 mg/dl at the time of the incident. The customer treated with food. The customer stated that the drive support cap was normal. The customer stated that the insulin pump was not exposed to high magnetic fields. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
The insulin pump functioned properly during rewind and basic occlusion, occlusion, prime, excessive no delivery and displacement test. No motor error alarm noted. The motor was tested outside to the device and passed. The insulin pump passed self-test, unexpected restart test, displacement test and operating measurement were normal. Pump was received with minor scratched display window, cracked case at display window corners, cracked reservoir tube lip and cracked pump belt clip slot.